Event description:
It was reported that post operative of a laparoscopic cholecystectomy procedure, the pt was returned to the or with the cystic duct leaking. It is unk how long after the procedure. The surgeon placed a stent to control the leak. The pt is doing well and has been released from the or. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Device not returned.